Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer called to report high blood glucose. Blood glucose reading was 400 mg/dl. Customer has treated with manual injection. Troubleshooting was performed. Customer did not have a tubing clamp to complete troubleshooting. Advised that one will be sent to her. Assisted with changing infusion set. Nothing further reported.